Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open prostatic adenomectomy procedure, the suture broke. It was stated that there was no patient harm.